Manufacturer narrative:
The insulin pump was received with corroded motor assembly noted during our visual inspection. All operating currents are within specification. No unexpected blank display noted. No moisture damage on the electronic assembly noted during our visual inspection. The insulin pump passed displacement, self test and a21 error test. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was cracked at battery compartment. Customer reported to have received an alarm and it was perceived that it was an unexpected restart alarm as it was received after battery change. Insulin pump would need to be replaced.